Event description:
The hcp explanted and returned the pump to the MFR due to infection. No patient symptoms or outcome were reported. The drug used in the pump was compounded baclofen. Add'l info has been requested from the hcp but was not available on the date of this report.

Manufacturer narrative:
Preliminary device analysis results were not available on the date of this report. A follow up report will be sent when device analysis is complete.